Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 55-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. It was reported that the automated impella controller (aic) placement signal was not accurate upon initiation of impella support. All troubleshooting was performed without resolution. The aic was replaced.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed. H.3 device not returned to manufacturer for evaluation was inadvertently checked on the original manufacture device report (MDR). The device was returned for evaluation. H.10 additional manufacturer narrative in the previously MDR mentioned that the device was reported. This field as been updated to say that the device has been received and an evaluation is underway.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Data analysis: imc logs were reviewed, and no evidence was found of any placement-related alarms. Imc logs did not reveal information relevant to the reported complaint (inaccurate placement signal). Rt logs were reviewed and analyzed for evidence of an inaccurate placement signal. There were no clear/obvious signs of an inaccurate placement signal evident in the rt logs. Potential anomalies in other 5s parameters were identified. There were anomalous spikes in the raw optical sensor data that corresponded to anomalous spikes in the signal not reliable (snr) and contrast data. One instance of the optical data anomalies corresponded to a placement signal low alarm. See attachments for more details. The root cause of the anomalies was not able to be determined from the data analysis. Device analysis: console (B)(6) was sent back to field service for further investigation. The reported complaint could not be reproduced during testing. The console¿s optical system was tested with a fixed-length optical test cavity, and the 5s parameters were within specification. The console¿s optical system was physically inspected and no defects were found. The root cause of the reported complaint was not determined, and no issues were found with the console. Before returning the console to the customer, field service was instructed to replace the optical bench as a precaution. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added death "1802" for the automated impella controller (aic) "765" as part of a retrospective review of optical signal issues in accordance with FDA recommendation.

Event description:
The user facility reported that the automated impella controller (aic) placement signal was not accurate upon initiation of impella support. All troubleshooting was performed without resolution. The aic was replaced to resolve the issue. There was no progression with patient status. Care team and family decided to withdraw care and the patient expired.

Manufacturer narrative:
D10 concomitant medical products and therapy dates updated. F6 and f8 should have been left blank on the initial report. G1 reporting contact email updated.